Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged force sensor and confirmed the pt's report that the pump emitted no prime warnings to alert the user that insulin delivery was interrupted. The pump history indicated that insulin delivery totals were consistent up to the date of the hospitalization.

Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt reported that prior to the hospitalization the pump emitted a no prime warning.